Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopy bullectomy and pleurectomy, when resecting the lung tissue, the loading unit was loaded properly, placed on tissue and the green button could be pressed properly. When starting firing, the device made a loud cracking noise and after that the stapler could not fire anymore. The jaw of the stapler was able to open normally and be removed. A second staple was applied but was not able to fire on tissue. They unwrapped new products and applied on tissue while holding the green firing button pushed manually during firing. The operating time was extended for less than 20 minutes because of unwrapping new products and testing it outside of the patient. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one devices. Initial visual inspection of the instrument noted no abnormalities. Fu nctionally, the instrument was loaded with an articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No furthe r actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.